Event description:
Account experienced discrepant sodium results for approx 13 pt samples. Only the following examples were provided. Pt 1, initial result gave 133 mmol/l; repeat gave 140 mmol/l. Erroneous results were not reported. If additional info is received, appropriate notification will be provided.

Event description:
Account experienced discrepant sodium results for approximately 13 pt samples. Only the following examples were provided. Pt 2, initial result gave 132 mmol/l; repeat gave 138 mmol/l. Erroneous results were not reported. If add'l info is received, appropriate notification will be provided.